Event description:
It was reported that the patient present for in-clinic follow up with stimulation of the left upper chest and upper arm caused by the right atrial lead. It was also observed that sensing had decreased. A subsequent chest x-ray found that the lead had dislodged. The patient was scheduled for explant and the lead was replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, extra cardiac stimulation, and p-wave amp variation. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After the lead was cleaned, the helix could be extended and retracted by when torque was directly applied at the connector pin. The full helix extension length was measured within specification. The reported event of p-wave amp variation was not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.